Event description:
The customer reported that there was a stator not on error message. This error may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power cord tightened during the service call. The system was tested and found to be working as intended and put back into service.